Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed atrial undersensing and low r-wave daily measurements, resulting in variable r-r interval pacing. An early ventricular signal was observed followed by a short run of ventricular tachycardia (vt) that broke on its own. The subsequent atrial tachy response (atr) episodes appeared appropriate as well. It was noted that the patient had congenital heart block (chb), and the patient may have been experiencing some electrical instability. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that continued atrial undersensing that was mistaken for farfield signals approximately six months later. Approximately three years later, a recent ventricular episode also appeared to contain either atrial undersensing or farfield signals, and ts reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.